Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2; -9.0 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The surgeon notes tore during injection into the eye. Intraoperatively the lens was removed and replaced with a same length lens. This resolved the problem. There was no patient injury. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).